Event description:
Healthcare professional reported a possible left side rupture and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 30jul2024.

Event description:
Healthcare professional reported a possible left-side rupture and a left implant removal from textured to smooth due to the concerns of the product. Device explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product-procedure: unable to observe since it is not related to the device. Rupture not observed. As per the investigation procedure deformation crease particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a possible left-side rupture and a left implant removal from textured to smooth due to the concerns of the product. Device explanted.